Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, while stapling across the jejunum, the first firing of the device with a white reload created a malformed staple line. The proper loading technique and firing sequence was followed. There were no patient consequences. Case completed with another device of the same product code and a white reload. The jejunum was re-stapled proximal to the first staple line. This gave a well formed staple line.